Manufacturer narrative:
There was no need for reoperation or any other surgical intervention, and therefore, the ring was not available for evaluation. No corrective or remedial actions were performed- leaks are common anticipated adverse events in these kinds of procedures. The cumulative leak rate with the use of the car 27 device is within the low range reported in the literature.

Event description:
The car 27 was used during left hemicolectomy surgery. The surgery course and anastomosis creation went well. At day 7, patient's fever was elevated, and a CT scan confirmed anastomotic leak. Since the leak was minor, the patient was treated with antibiotic. The patient is doing well and was discharged from hospital.